Event description:
Doctor reported events of ¿slipped or pouched band¿ from journal article: ¿revisional laparoscopic roux-en-y gastric bypass following failed laparoscopic adjustable gastric banding¿, obes surg, doi 10.1007/s11695-013-0888-0, published online 12/mar/2013. This medwatch represents the 11 patients listed in table 1 of the article who were diagnosed with ¿slipped or pouched band¿. Although the MFR of the device is unk, it is allergan¿s approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage and pouch dilatation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilatation as follows: ¿band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.¿ ¿band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilation.¿